Event description:
It was reported that the remote monitoring transmission indicated the right atrial (ra) lead had far field r-wave oversensing on parts of atrial high rates. Also, it appeared the right ventricular (rv) lead had some r-wave undersensing. The ra and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.